Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, when firing at 128% power, blue pixels were noticed. The blue pixels occurred in the top right viewport. The user stopped delivering laser energy after an explanation of the possible artifact. The blue pixels slowly dissipated but came back even when the user changed to output to 100%. The case proceeded as normal and the user made note of the artifact and interpolated the damage estimates from the viewports that did not have blue pixels. It was noted that a biopsy was performed prior to the ablation procedure and that there were no patient complications reported in relation to this event.